Manufacturer narrative:
Additional information: b5, h10 clinical statement clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a malfunction, deficiency, or defect reported for the infection event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection and weight changes while on peritoneal dialysis (pd) therapy. Additional information has not been provided. It is unknown what type of infection the patient was referring to in the survey or what caused the infection. Weight gain and fluctuation is common in pd therapy mostly due to an increased caloric intake secondary to the dialysate glucose solution absorption. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a malfunction, deficiency, or defect reported for the infection event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient experienced an infection and weight changes while on peritoneal dialysis (pd) therapy. Additional information has not been provided. It is unknown what type of infection the patient was referring to in the survey or what caused the infection. Weight gain and fluctuation is common in pd therapy mostly due to an increased caloric intake secondary to the dialysate glucose solution absorption. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a malfunction, deficiency, or defect reported for the infection event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection and weight changes while on peritoneal dialysis (pd) therapy. Additional information has not been provided.